Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received multiple calibration error alarms and change sensor alarm. The customer reported that the sensor was giving inaccurate readings. The customer's blood glucose was 100 mg/dl and sensor glucose was 40 mg/dl at the time of incident when it triggered threshold suspend. The customer's blood glucose was 139 mg/dl and sensor glucose was 86 mg/dl at the time of call. The customer stated that a bad sensor alert occurred after second consecutive calibration error alarms. The sensor will not be returned for analysis.